Manufacturer narrative:
This report is submitted may 11, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to incorrect implant placement resulting in poor performance. The patient was reimplanted with a new device.